Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual inspection noted that the threads at the distal end of the shaft of the impactor pad had stripped and chipped. Laser marks are faded. Functional testing was performed, and the device did not work as required due to the damage to the threads. The most likely cause of the reported failure is user error, which can be attributed to misaligned insertion and/or excessive force used during insertion of the mating part.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/11/2025, it was reported by a sales representative via (B)(4) that an 0826-000 impactor pad had the threads damaged the 1268-100 130° radiolucent targeting arm. There was no patient effect. This was discovered during a hip fracture procedure on (B)(6) 2025, with no reported patient harm.